Manufacturer narrative:
A ge service representative performed an on site investigation. The cmos was reset and the cpu was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that after the initial start up of the system, it stays at four arrows. This would prevent the system from completing boot up. There is no report of injury or death associated with the event described in this complaint.